Manufacturer narrative:
The field service engineer (fse) reported that the issue was solved by replacing the pinch tubes. The investigation reviewed the complaint results and the various alarm messages or flags. Two pinch valves were submitted for investigation. The pinch valves were mounted in an instrument for a reproduction test. The test did not show any issues. The pinch valves were further investigated by the valve manufacturer. One valve worked without any issues and the other did not work when it was operated at a low voltage. Some signs of water intrusion were found and there was almost no lubricant at the iron core. The manufacturer could not identify the root cause.

Manufacturer narrative:
The field service engineer (fse) replaced the pinch valves on channel 2 and performed an instrument check with acceptable results. After service, no further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay, elecsys t4 assay, elecsys total psa immunoassay, elecsys ferritin (ferritin), elecsys vitamin d assay, elecsys ige ii immunoassay, elecsys ca 125 ii assay, elecsys cortisol ii and elecsys pth immunoassay on a cobas 8000 e801 module. The reporter stated that they received an alarm regarding the abnormal condition of measuring cell #2 (mc 2). The issue was resolved by initial troubleshooting instructions. The specimens were then run. The "abnormal low signal" reoccurred and questionable results have already been reported outside of the laboratory. The reporter stated that they had to rerun 200 samples and from those, 128 had to be amended. The reporter was able to provide the following examples of discrepant results: sample 1 had an initial probnp result of 3121 ng/l with a repeat of 5880 ng/l. Sample 2 had an initial t4 result of 34.3 pmol/l with a repeat of 15.0 pmol/l. Sample 3 had an initial t4 result of 40.9 pmol/l with a repeat of 14.6 pmol/l. Sample 4 had an initial psa result of 1.55 ug/l with a repeat of 3.3 ug/l. Sample 5 had an initial ferritin result of 6.93 ug/l with a repeat of 13 ug/l. Sample 6 had an initial ferritin result of 52.8 ug/l with a repeat of 97 ug/l. Sample 7 had an initial vitamin d result of 69.50 ng/ml with a repeat of 26.42 ng/ml. Sample 8 had an initial vitamin d result of 58.18 ng/ml with a repeat of 22.01 ng/ml. Sample 9 had an initial ige result of 996 iu/ml with a repeat of 3320 iu/ml. Sample 10 had an initial ca 12-5 result of 45.5 u/ml with a repeat of 90 u/ml. Sample 11 had an initial cortisol result of 778 mmol/l with a repeat of 378 mmol/l. Sample 12 had an initial pth result of 5.50 pg/ml with a repeat of 10.68 pg/ml. No reagent lot numbers with expiration dates were provided.